Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, the staple line ¿was not fully closed¿? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line?

Event description:
It was reported that during a colectomy procedure, the surgeon checked the staple line and it was not fully closed and the test, leak appeared, thus needing to use another stapler. There were no adverse consequences for the patient.